Event description:
Pt had a right total hip replacement on 8/27/96 with a 54 mm acetabular shell with a 28 mm 0 degree liner, and a no. 6 cemented femoral component. Device was explanted on 9/12/96 because of instability. Its failure to meet expectations resulted in a second surgical procedure and prolonged hospitalization for the pt. Add'l model #: 5-1400-hh84. Add'l serial #: 655971d.